Event description:
The report received via a copy of a voluntary medwatch indicated that the pt was initially admitted for pneumonia/sepsis. The pt developed deep vein thrombosis (dvt) of the lower extremity involving the first popliteal and right femoral veins with the bilateral iliac veins patent. A trapease inferior vena cava (ivc) filter was implanted. Two days after the ivc filter implantation, the pt developed iliac vein thrombosis and the ivc filter could not be visualized. This was accompanied by leg swelling twenty-eight days after the ivc filter implantation, the pt expired due to multi-organ system dysfunction. No additional info was available.

Manufacturer narrative:
The device remains implanted in the pt and is not available for inspection. Additionally, as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. The complaint received states that after trapease ivc (filter implantation, the pt developed deep vein thrombosis. This is a male pt with medical history including congestive heart failure, bph, parkinson's, and s/p cholecystectomy. The pt presented with pneumonia and sepsis. Duplex sonography revealed vein thrombosis (dvt) of right femoral, 1st popliteal veins, bilateral iliac veins were patent. A trapease filter was placed with the indication of contraindicated and/or failure of anticoagulation. There are no details regarding the implantation procedure, nor for any anticoagulation regimen. Approximately two days post implantation; sonography revealed iliac vein thrombosis and the ivc filter could not be visualized. It is unk what/if treatment was given 28 days post implantation, the pt died of multi organ system dysfunction. The ivc filter remains implanted thus unavailable for analysis. There is no sterile lot number info available, thus no DHR could be performed. Thrombosis is a known potential adverse event associated with ivc filter implantation. There is no sterile lot number info available thus no DHR could be performed; however, inspections are in place to ensure that no damaged products are released for marketing. No corrective action is required at this time. Ivc filter implantation does not prevent the formation of blood clots; it is designed to prevent mobile blood clots from traveling upstream into the lungs and other vital organs. Review of the very limited info suggests that vessel and pt factors may have contributed to the reported event. Please note that this is the initial/final report for this product.